Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Report is for unknown veptr implant, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the patient underwent surgery to extend the vertical expandable prosthetic titanium rib (veptr) on the left side to 1cm and the right side to 1.5cm and exchange two gold clips on (B)(6) 2013. The patient received antibiotic intravenously for three days after surgery and internally for one week, because he was intrinsically schistorrhachis and at high risk of infection. The patient had an onset of pseudomembranous enterocolitis. He took vancomycin for five days and had reduced symptoms. This report is for an unknown veptr implant. This report is 1 of 1 for complaint (B)(4).